Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that the lead safety switch was triggered due to low out of range pace impedance measurements when it comes to this right ventricular lead. The pacing thresholds were also low. At this time the lead remains implanted. No adverse patient effects were reported. Additional information noted that the lead was tested with a pacing system analyzer (psa) and all impedance values were normal, thus the lead remained implanted.

Manufacturer narrative:
Additional information is pending and will be provided once received.

Event description:
It was reported that the lead safety switch was triggered due to low out of range pace impedance measurements when it comes to this right ventricular lead. The pacing thresholds were also low. At this time the lead remains implanted. No adverse patient effects were reported.